Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 02/25/2011 by phone, fax, and mail. Add'l info was received 02/25/2011 and 03/14/2011 by phone. A completed questionnaire was received on 03/09/2011. (B)(4).

Event description:
A technician reported that an intraocular lens (iol) was exchanged due to "pt incompatibility". In a follow up, the technician reported the pt has a history of glaucoma (bilateral) and bells palsy. The pt reported halos and blurred vision prior to the exchange. The pt is reported to be doing "fine" following the lens exchange. An unapproved viscoelastic was used during the implant procedure.